Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of a mitraclip xtw, while testing functionality of the device the gripper arms failed to acuate during established final arm angle (efaa) testing. Troubleshooting was performed unsuccessfully, during which the lock lever was pulled past the blue line. The mitraclip was set aside and a new mitraclip xtw was selected. The new mitraclip xtw was successfully prepped and implanted within the patient. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported inability to open the clip (difficult to open or close) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unable to open the clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.